Event description:
Determined to be reportable based on analysis approved on 10-30-2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. A 3.00x20mm taxus express2 drug eluting stent was advanced toward the circumflex, however, they were unable to cross the lesion. There were no patient complications or injuries reported. The patient status is unknown.

Manufacturer narrative:
Visual and microscopic examination of the returned device found proximal stent damage. The struts were severely misaligned. Damage to the distal stent was noted, one strut was raised. A severe kink was located at approximately 25.7 centimeters distal to the strain relief. The mid shaft was severely stretched. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this batch number 8734314 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the difficulties experienced during the procedure could not be determined.